Manufacturer narrative:
A (B)(4) was sent for investigation. The failure could not be confirmed. The connection cable for disposables was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will be provided when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: this event occurred on the canadian market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that the cardiohelp does not give the pressure reading. The instance of time was not provided. No harm to any person has been reported. As any pressure failures are a potential risk for the patient a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp does not give the pressure reading. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As any pressure failures and an exchange of the cardiohelp are potential risks for the patient a report is needed.a getinge field service technician (fst) was sent for investigation. The failure could not be confirmed. The connection cable for disposables was replaced as a precaution. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The related hls set was scrabbed and cannot be invesigated.the log files of the reported event date cannot be provided for investigation.thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:wrong pressure information e.g.:- wrong plugged external pressure sensor or disconnection (mix up)- disturbed (emi) pressure sensor - connection of non-compatible senor- response time is too long - software error- external pressure sensor cannot be plugged - too high / low atmospheric pressure.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2016-07-04.the review of the non-conformities has been performed on 2024-12-04 for the period of 2016-07-04 to 2024-11-22. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure " does not give the pressure reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).